Manufacturer narrative:
Please note, the exact date of event is not known, it was reported only as (B)(6) 2019. The complaint is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 12 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame 478,952 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. The IFU advises the user to: reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing v-care, the surgeon should visually inspect the v-care device and the patient, to make sure that the entire v-care device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the v-care cervical elevator retractor. These are: the balloon; the forward "cervical cup"; the back or vaginal cup; the locking assembly with thumb screw; he metal shaft and handle with balloon inflation valve. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report ((B)(4)) received from the FDA on 17june2019. A search of the complaint system has not found a complaint previously reported by the user facility. The medwatch report received indicated an issue with the v-care, medium (34mm) cup, item 60-6085-201a lot # 201706121 that occurred during a un-disclosed procedure involving a (B)(6) year old female in (B)(6) 2019. It was reported when surgeon removed the v-care from the vaginal cavity, a piece detached from the v-care (green cone). Pieces were eventually removed from vagina and abdomen. Checked piece with a new v-care piece, and it seemed complete. The pneumo-occluder was not used for this procedure. It is indicated that it was a device malfunction with no impact or injury to the patient. It is also noted that the patient is morbidly obese and has cancer. To date, although multiple attempts have been made to gather additional information, no information has been provided. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.